Manufacturer narrative:
(B)(4). The lancet device is not returned for evaluation yet. Most likely underlying root cause of malfunction:user error may have caused or contributed to event.

Event description:
Costumer reported complaint for having pain on the finger,customer is unsure the lancet needle are getting stuck under the skin. The customer reported having pain in the finger. Medical attention is not reported. Customer states that uses a magnet to try and pull out the lancets if there were any lancet in the finger but customer did not see anything coming out of the finger. Customer states that was using the reli-on 30 gauge lancets. Customer states that spoke to a distributor and was told that should be using the 28 gauge lancets and not the reli-on 30-gauge lancet. Customer states that the finger was hurting but customer was not experiencing hurt at the time of the call. Customer states that used some alcohol to clean the finger and was enough. Customer states that it happens 3 times. Customer decide that will purchase the 28 gauge and not use the 30 gauge.